Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump did not give an option to calibrate the sensor when the blood glucose reading was 490 mg/dl. The customer was advised that the blood glucose would have to be within the target range in order to calibrate. The customer declined troubleshooting for high blood glucose.